Manufacturer narrative:
H.6. Investigation: a video is received in which the client holds a syringe with an assembled needle (needle with a cap), also in the video it can be seen the moment in which the client pulls the plunger and it returns to its natural position. Physical samples are required to better evaluate the defect and confirm the defect. Based on the information described by the client, which indicates; "the needle must be changed so that the process can be carried out" and the analysis of the video received where it is observed that the piston is moved to the limit of the syringe returning to its original position as a result of the vacuum that is generated, we can conclude that this event is generated as a consequence of a possible obstruction within the fluid path of the cannula. Additionally, tests are carried out (by quality control) in 3 ml syringes taken directly from the production line and thus be able to reproduce as much as possible what is described by the client, it is worth mentioning that the tests were carried out with 2 different types of needles, gauge 21 x 32 and 23 x 25 and where no issues or defects in the components were observed. Possible root cause, it is likely that the defect could be caused by a "mismatch in the epoxy dispenser" causing obstruction in the cannula by epoxy particles due to poor dosage. In addition, the operator performs his daily challenge that consists of creating his own defects and entering them into the band to verify the operation of the obstructed cannula vision system, any failure in the system is notified to the supervisor for review. It is important to mention that currently for this failure mode there are improvement activities. During the documentary review, no records of quality events were found during the manufacturing process of the syringe (finished product) and needle (semi-finished product) that could cause obstruction in the needle, the batch of syringe (finished product) and needle ( semi-finished product) were inspected and subsequently released in accordance with the current work instructions. H3 other text : see h.10.

Event description:
It was reported that the needle is clogged and unable to aspirate with a bd syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, translated from spanish to english: complaint record is sent that has been filed a few days ago, some 3ml syringes needles seem to be covered, since it does not suck the liquid. The needle must be changed for the process to take place.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle is clogged and unable to aspirate with a bd syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, translated from spanish to english: complaint record is sent that has been filed a few days ago, some 3ml syringes needles seem to be covered, since it does not suck the liquid. The needle must be changed for the process to take place.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle is clogged and unable to aspirate with a bd syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, translated from spanish to english: complaint record is sent that has been filed a few days ago, some 3ml syringes needles seem to be covered, since it does not suck the liquid. The needle must be changed for the process to take place.